Manufacturer narrative:
No devices were received; therefore the condition of the components is unknown. The device history records were not reviewed as the reported event alleges a symptom rather than a defined device failure. An additional review of the dhrs would not provide additional information that would assist in determining the cause of the reported event. This device is used for treatment. A product history search identified no other complaints for the part and lot combinations of the femoral and tibial components. Primary operative notes indicate the patient underwent tka due to degenerative arthritis of the left knee. The patient¿s bone quality was noted to be osteoporotic. The surgeon noted good alignment and soft tissue balance with the trail components. No complications were noted. Physical therapy notes dated (B)(6) 2015 indicate the patient had experienced an allergic reaction to ¿cream¿ and was being treated by her doctor. Per the persona knee system package insert, swelling and histological reactions are known risks of this procedure. A definitive root cause cannot be determined with the information provided.

Event description:
It was reported that the patient is experiencing a rash on the incision, swelling and pain.